Event description:
It is reported that the pt underwent a surgery due to squeaking of the ceramic-ceramic right hip prosthesis and microinstability and impingement of the implant.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).